Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead experienced episodes of fatigue and shortness of breath when exercising. Attempts to optimize the minute ventilation (mv) sensor settings were unsuccessful in resolving the issue. The ra lead was noted to exhibit low intrinsic amplitude in addition to increasingly frequent episodes of noise with suspected over and undersensing. Other lead measurements were noted to be stable and within normal limits. The physician suspected the lead became damaged during a procedure for device replacement in 2015. Boston scientific technical services (ts) provided suggestions for optimizing device settings and additional testing. Information was later received indicating no further testing had been performed and that a lead revision procedure may be scheduled in the future though no timeline was provided. No adverse patient effects were reported. This system remains in service.